Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3389s-40, lot# va07u49, implanted: (B)(6) 2013, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3389s-40, lot# va05lg5, implanted: (B)(6) 2013, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3389s-40, lot# va05lg5, implanted: (B)(6) 2013, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3389s-40, lot# va07u49, implanted: (B)(6) 2013, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension.

Event description:
Additional information received reported that the patient's device was checked and everything had appeared to be operating as expected and settings/impedances were fine.

Event description:
It was reported that there was an electrical shock from touching a wire. There was a loss of stimulation/therapeutic effect. The patient had touched an electrical line, farmwire for livestock, and the patient was shocked. It was unknown if any action was required as a result of the event. Impedance testing was done and some elevations were seen but they were pre-existing. It was noted that the event appeared to not have changed the impedances. The patient was alive with no injury. Patient symptoms included headache, pain, return of tremors but it was not believed to be greater than 50%. It was noted that pain was the shock. The location of issue or symptom was device pocket, extension location and lead location. The shock was felt run from the battery all the way into the patient¿s head. Since the event the patient had some headaches and return of symptoms. Additional information received reported an MRI had not been ordered, the patient was waiting to follow up with his healthcare professional. No other information. Additional information was requested but had not been received as of the date of this report. Reference manufacturer¿s report number: 3004209178-2014-11790.

Manufacturer narrative:
Concomitant products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3389s-40, lot# va07u49, implanted: (B)(6) 2013, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot# va05lg5, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot# va05lg5, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot# va07u49, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).